Event description:
This lead exhibited intermittent oversensing due to a possible lead fracture. It was noted that this lead was sutured directly to the lead without a suture sleeve. No replacement information has been provided at this time.

Manufacturer narrative:
Upon receipt, the lead was found dissected at approximately 11 cm distal to the is-1 connector pin into two fragments. 2 cm of the lead body were not returned for analysis. The analysis of the returned lead fragments demonstrated a damaged insulation at 28.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed and the insulation of the conductor cables to the shock coils and the ring electrode was rubbed through. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.